Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.

Event description:
It was reported that after the web device was deployed into the aneurysm sac, the physician attempted to detach it. The detachment controller displayed a green light, but the web device did not detach. After that, another detachment controller was used, and it displayed a red light. The web device was then pulled, pushed, and messaged with the microcatheter, but it did not detach. Finally, the web was able to detach by using a scepter balloon, and it was implanted successfully. No patient injury was reported. The patient is in good condition.